Event description:
Today, a nurse inserted an IV catheter for a patient. While administering bromhexine hydrochloride injection, the medication leaked from the white protective cap, causing it to fly off. The nurse immediately disinfected the port, replaced it with a heparin cap, and requested the physician to reconstitute the medication for administration. This incident resulted in financial loss for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information.